Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available clinical data, there was no evidence of any device malfunction or performance issues of the device that would impact the reported event. The root cause of the reported event cannot be conclusively determined. Although a definitive conclusion cannot be made, patient and clinical factors including comorbidities may have contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Sepsis is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which may be transmitted via direct and/or indirect contact with contaminated surfaces. Other contributing factors include the patient's nutritional status and trauma to the operative site. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the clinical database that the patient was hospitalized for sepsis. Blood cultures tested positive. The patient was subsequently treated with intravenous (IV) antibiotics. The site deemed the event was unrelated to the device. No further information was provided.